Manufacturer narrative:
Results of investigation: vyaire medical received the suspect device for evaluation. Received alarm board assembly replacement p/n 768588a s/n (B)(6) rev. M. Visually inspected the uut (unit under test) assembly, found no visible defects, damage, or contamination. The uut was then installed into a 3100 test stand. Performed chapter 2 maintenance procedures which comprises patient circuit calibration and ventilator performance check in which the uut passed. Set max paw at 12 alarm and min paw at 8 alarm. Allowed the uut to cycle for a period of 90 minutes and no anomalies were found. The uut was placed under thermal stress by means of a heat gun and circuit freeze with no noticeable effect on operation. The uut run-in for a max of 4 hours with no issues. The uut cycled correctly. The reported complaint was not confirmed or duplicated. The uut was tested and was found to be functioning as intended. The returned alarm board assembly replacementp/n 768588a s/n (B)(6) rev. M. Will be placed in hold per 1501-089-000-swi failure analysis lab process. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Additionally, customer was advised that vyaire is unable to provide factory service repair for 3100a. Customer was able to confirm for the work order and vyaire is dispatching a field service engineer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with 3100a ventilator. When high limit is set at 12, alarm would go off at 8.5. Furthermore, there was no patient harm reported. They swapped the unit out with another 3100a ventilator.